Manufacturer narrative:
No additional data or information was provided by the customer, although requested. It is possible that the sample was sitting too long or at the wrong temperature and degraded. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported discrepant results generated with the cobas sars-cov-2 test. The first run of testing with the cobas 6800 (batch 1432) for the sample generated positive results on both targets. Upon retesting of the same sample on a different platform, results generated negative results. The same sample was retested a second time on the cobas 6800 (batch 1454), generating negative results. The results were reported as inconclusive with a recommendation for a new sample. There is no allegation of harm or injury. The sample was stored in a vtm with clear liquid (with inactivation buffer) collection tube in a chiller at 2-8'c. The user facility transfers all volume from primary tube into secondary tube (~2-3ml) and the secondary tube will be loaded into the c6800 to run. And this same tube will be stored in the chiller 2-8'c, after testing.